Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure with no port placement, a customer encountered a recoverable fault on arm 1, error 1162. The technical service engineer (tse) checked the logs and could found errors related to a faulty cannula sensor. The fe already restarted the system but with the same result, they can only disable the arm. Fe checked the cannula port and clutch and he was able to stow the arm before disabling it. Tse asked if they could start the procedure with three arms, but the surgeon was not willing to do so. System will not be used. The procedure was aborted with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause. The fse replaced the usm to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.